Event description:
The reporter stated that the surgeon was inserting a 19.5 diopter three piece silicone lens in the cartridge and the lens had a nick in it as it was coming out of the injector. No patient contact or injury. The reporter stated it was due to the cartridge being tight. This type of cartridge is not recommended for this lens.

Manufacturer narrative:
The product pertaining to this complaint was not returned; however, the lens was received and a visual inspection shows the optic is torn off at the haptic junction. There is clear and reddish residue on the lens. It should be reported that the injector was not received for visual inspection.